Event description:
It was reported that the "up" button suddenly stopped working today. The button reportedly still clicks back and spring as usual. The reporter denies exposure to moisture.

Manufacturer narrative:
Animas received the product for evaluation and noted the following investigation results: the pump has a torn keypad and the pump was not responding when the up, down and ok key were pressed. The keypad was removed to investigate, moisture corrosion was found under all key contacts.